Event description:
It was reported on (B)(6) 2010, that the stimulation gradually had moved down the patient's leg and was getting further away from the area where it was needed. On (B)(6)2010, it was reported that the patient felt stimulation in the ankle rather than the back. The patient had been getting coverage, but had a fall. The stimulator was reprogrammed, resulting in the patient getting more stimulation in the back and less down the leg. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).